Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074251.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking sensations despite reprogramming attempts. High impedances were noted on the leads. It was also noted that the patient had a hard fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2317-70, sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70, sn: (B)(6). The returned lead was analyzed and found that visual (microscope) as well as x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was two centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. The lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is traced to component failure.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking sensations despite reprogramming attempts. High impedances were noted on the leads. It was also noted that the patient had a hard fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.